Manufacturer narrative:
The mrk implants were explanted on (B)(6) 2019. The device history record relating to the manufacture of part number 156-513 cannot be performed as the lot number of the explant was unable to be provided by the facility and the explant had been disposed of. If was confirmed that the revision procedure was completed successfully, however, a revision system from another company was used.

Event description:
"Revision left knee (mrk), poly liners and resurfacing patella." "Operation date: (B)(6) 2019. Patient has the following implants: femur size 2, tibia size 1, 13mm poly, 20mm patella. Patient was originally done by mr. (B)(6) at (B)(6) hospital on (B)(6) 2006." Revision left knee (mrk), poly liners and resurfacing patella." (B)(4).